Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they can no longer charge the implanted neurostimulator because the recharger cord has split and gets very hot. Patient said the issue started probably the last few weeks but they didn't notice it as bad the last time they had an MRI but the cord was getting warm. Patient then said last week the cord got too hot for them to keep it on their back and it wasn't recharging. A request was sent to the repair department.